Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. Reportedly, the customer reverted to manual injections and experienced a blood glucose level of 231 mg/dl. The customer loaded a new cartridge.